Manufacturer narrative:
H1/h2: upon further investigation, the infection was determined to be pre-existing in the field of treatment, therefore this report is being retracted.

Manufacturer narrative:
Concomitant medical products additional device: gore® viabahn® endoprosthesis with propaten bioactive surface sn unknown, UDI unknown. As it is not known which device, if either, contributed to the infection, both are being reported. Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
In an article titled "remote endarterectomy to remove infected viabahn stent graft" it states a patient underwent a femoral popliteal bypass and endarterectomy with a saphenous vein graft. A bovine pericardial patch was used for the endarterectomy. One month later she presented with infection and bleeding in the field of treatment. She underwent emergent excision of an infected pseudoaneurysm and bovine patch. A full thickness skin, fat, muscle flap was rotated from the thigh to the groin for coverage. The patient bled extensively post-operatively so a gore® viabahn® endoprosthesis with propaten bioactive surface was implanted in the common femoral artery (cfa) into the profunda femoral artery (pfa). Five months later, following negative blood cultures, a gore® viabahn® endoprosthesis with propaten bioactive surface was deployed extending from the external iliac artery into the previously placed device to exclude a pseudoaneurysm located proximal to the previously placed device. Despite ongoing IV antibiotics the viabahn device eroded the overlying skin. The viabahn device was surgically removed and a left cfa to right pfa which healed fully. The patient is asymptomatic.